Event description:
It was reported that the device was explanted after an implant duration of approximately 71.2 months. Through the operative report, it was learned that "the prosthetic aortic valve was normal in appearance but was required to be removed for visualization of the mitral valve".

Manufacturer narrative:
Explanted aortic valve for mitral valve exposure.device not returned.this event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and a copy of the operative report was received. A device history record review is currently in process.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
Reporter alleged obtaining the results of 400 mg/dl and 150 mg/dl back to back within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.